Event description:
Stapler opened onto field, yellow protector that is to be removed was not in place. The stapler jaw would not open when loaded into handle. A new load was used to complete procedure without difficulty manufacturer response for curved tip articulating reload, covidien endo gia (per site reporter): manufacturer provided rga# and product return shipping container.